Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was already programmed off due to intermittent loss of capture documented in 2021. The physician capped and replaced the rv lead on (B)(6) 2026. The patient was in stable condition.